Event description:
A medtronic representative reported that the surgeon alleged a 1-2mm inaccuracy in the superior-inferior orientation during a spinal fusion procedure. The surgeon proceeded with the case and placed all of this screws with the use of the stealthstation s7 system. There was no impact on the patient.

Manufacturer narrative:
Navigation accuracy checked and system checkout performed with passing values.

Manufacturer narrative:
The patient weight is unknown. A medtronic representative reported the values for both the left and right side were below 0.8 mm. No recalibration was required. It is likely that the reference frame moved. Software has not been evaluated as of the date of this report.